Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) svh10, (impl scr-v ha 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, damage to the implant was identified. The implant was trephined. The implant was fractured at the collar region, signs of use, and apparent bone tissue attached to external threads. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the svh10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. G4: premarket identification: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #25 failed because it fractured at the head and was removed. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog number. D4: lot number updated to unknown. D4: expiration date updated to unknown. D4: UDI updated to unknown. G3: date received by manufacturer. G6: type of report. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.